Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the problem with the catheter was resolved but as far as the patient's pain, the reporter was not sure if that is resolved due to the no bolus and a decrease in dosing. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 18-dec-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) unknown dose and concentration and clonidine unknown dose and concentration via an implantable pump. It was reported the patient started noticing increased pain 10 months ago per the doctor. It was noted they recently noticed an enlarged pocket. X-rays were done, but did not show anything per the hcp. Actions/interventions included they opened up the pump pocket and they saw the catheter was broken distal to the pump segment and the spinal segment connection. Surgical intervention occurred as the pump segment was replaced and good cerebrospinal fluid (csf) flow was observed. Per the hcp, no bolus was performed due to the unknown catheter length and the patient was not getting drug prior to revision. The dose was decreased. It was unknown what factors may have led or contributed to the issue. It was unknown if the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked, but unknown. The event date was (B)(6) 2019. No further complications were reported.